Event description:
Caller reported a malfunction on the pump, specifically code malf 12, which had occurred at least three times previously. There was no adverse impact to the customer's blood glucose level. Customer decided to continue using the current pump as a backup therapy while a replacement pump with updated software was provided by tandem technical support. Customer was informed about training availability, instructed on storage mode, and advised to return the problematic pump using a return box and pre-paid label.